Manufacturer narrative:
Analysis of historical records. The device involved in this event has not yet been received by orthofix (B)(4). Unfortunately, a confirmation of the code and also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event has not yet been received by orthofix (B)(4). Orthofix (B)(4) is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once further information on the event becomes available. Orthofix (B)(4) has requested further information on the event such as confirmation of the device code and the device batch number, confirmation of the event descriptions, date of device failure, copies of the operative reports which contain the sequence of the events occurred and the device availability for the technical evaluation. Unfortunately, this information has not yet made available. As soon as further information are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: quantity: 1; hospital name: (B)(6); surgeon's name: dr. (B)(6); date of surgery: (B)(6) 2017; body part to which device was applied: tibia/ankle l; surgery description: fracture treatment; patient information: (B)(6), male, healthy; problem observed during: into treatment/post-operative; type of problem: device functional problem; event description: secondary dislocation of fracture. Pin pull out of unyco. Immediate revision needed. Further details provided by the surgeon: this patient was treated with an intramedullary nail. He also needed to have the soft tissues treated by plastic surgeons. During this plastic treatment, luxation of the ankle occurred and the tibia clamp got loosened for the first time. After repositioning of the clamp in a more distal position and the stabilization of the fibula using a plate, a second loosening of the tibia clamp occurred. The galaxy unyco system was removed and the ankle treated using wires. The complaint report form also indicates: the device failure had adverse effects on patient (loss of fracture reduction/immediate revision); the surgery was not completed with the device; a replacement device was immediately available to complete the surgery (number of surgical procedures increased); the event led to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was required [date of the revision surgery: (B)(6) 2017); copies of the operative reports are not available; copies of the x-ray images are available; patient current health condition: no response provided. (B)(4).

Manufacturer narrative:
Analysis of historical records: the device involved in this event was disposed by the hospital. Unfortunately, a confirmation of the real code and lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: a technical evaluation of the kit involved was not possible as the device was disposed by the hospital and therefore not available for the investigation. Medical evaluation: the little information made available on the event was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "This case is about a patient of (B)(6) years who has a fractured tibia treated with the unyco system. The initial surgery was on (B)(6) 2017, and there have been three separate revision surgeries since then. The basis for the complaint is that the proximal tibial unyco screws have pulled out. The information that we have is very limited. One ap and lateral x-ray is provided, dated (B)(6) 2017. In this image we can see a distal third left tibial fracture with an intramedullary nail in situ. The only discernible fracture seems to be in the tibial diaphysis. There are signs of very extensive soft tissue surgery round the fracture. In addition there is a unyco frame running from the foot to the mid tibia. The object of this frame seems to be to stabilise the foot, and possibly to protect the soft tissues. You have requested more information so that we can understand the complicated sequence of events in this case. We have to await more information to be able to understand what has happened". Final comments: a technical evaluation of the kit involved was not possible as the device was disposed by the hospital. Unfortunately, no information about the code and the lot involved is available, therefore it was not possible to perform any technical investigation. The medical evaluation evidenced as follows: "this case is about a patient of (B)(6) years who has a fractured tibia treated with the unyco system. The initial surgery was on (B)(6) 2017, and there have been three separate revision surgeries since then. The basis for the complaint is that the proximal tibial unyco screws have pulled out. The information that we have is very limited. One ap and lateral x-ray is provided, dated (B)(6) 2017. In this image we can see a distal third left tibial fracture with an intramedullary nail in situ. The only discernible fracture seems to be in the tibial diaphysis. There are signs of very extensive soft tissue surgery round the fracture. In addition there is a unyco frame running from the foot to the mid tibia. The object of this frame seems to be to stabilise the foot, and possibly to protect the soft tissues. You have requested more information so that we can understand the complicated sequence of events in this case. We have to await more information to be able to understand what has happened". A complete medical evaluation of the case was not possible as no information about the medical procedure, diagnosis and operative reports have been made available. Orthofix srl has requested further information on the event such as confirmation of the device code and the device batch number, confirmation of the event descriptions, date of device failure, copies of the operative reports which contain the sequence of the events occurred and the device availability for the technical evaluation. Unfortunately, this information was not made available. Considering the lack of information provided and the presence of data not confirmed (such as the code of the device involved), it is not possible to conduct any investigation and therefore to draw any conclusion. In case further information is received, orthofix srl will promptly re-open the investigation on the case. Orthofix srl continues monitoring the devices on the market. [(B)(4)].

Event description:
The information provided by the local distributor indicates: device code: not provided, batch number: not provided, quantity: 1, hospital name: (B)(6), surgeon's name: pd dr. (B)(6), date of surgery: (B)(6) 2017. Body part to which device was applied: tibia/ankle l surgery description: fracture treatment. Patient information: (B)(6) years, male, (B)(6) kg, 180 cm, healthy. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: secondary dislocation of fracture. Pin pull out of unyco. Immediate revision needed. Further details provided by the surgeon: this patient was treated with an intramedullary nail. He also needed to have the soft tissues treated by plastic surgeons. During this plastic treatment, luxation of the ankle occurred and the tibia clamp got loosened for the first time. After repositioning of the clamp in a more distal position and the stabilization of the fibula using a plate, a second loosening of the tibia clamp occurred. The galaxy unyco system was removed and the ankle treated using wires. The complaint report form also indicates: the device failure had adverse effects on patient (loss of fracture reduction/immediate revision). The surgery was not completed with the device. A replacement device was immediately available to complete the surgery (number of surgical procedures increased). The event led to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was required [date of the revision surgery: (B)(6) 2017]. Copies of the operative reports are not available. Copies of the x-ray images are available. Patient current health condition: no response provided. On september 22, 2017, orthofix srl received from the local distributor the following information: "unfortunately also this device is not available (put into the waste)". Manufacturer reference number: (B)(4).